Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record could not be reviewed due to the missing lot information. Per case details "closure of the right common femoral artery was attempted with a prostyle device after a cas interventional procedure using a 9fr sheath". It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required". It is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H11 - additional mfg narrative: revised.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure using a 9f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.